Event description:
Pt reported, "I went in to have .5 taken out and it was too open so I went back to have more put in. The doctor pulls out all of the fluid to make sure what is in there and there was less than what should be. [The doctor] put back .4 of the .5 and I felt restriction. Two day later, I am able to eat too much."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."